Event description:
The manufacturer received information alleging a ventilator was switching settings and shutting down. There was no report of patient harm or injury. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator allegedly switched settings and shut down. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, "ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's software was reloaded to address the issue.